Manufacturer narrative:
Initial 1 of 2Unomedical hereby submits this Initial report as part of its complaint remediation activities conducted under a CAPA 2356421 and CAPA 2566479 in accordance with the FDA Action Plan, which incorporates(b)(4) (IC Retrospective Complaint Review) and (b)(4)(IC Retrospective MDR Review). This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 CFR Part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged.Additional information - This Medical Device Report (MDR) is being submitted to include the below:H6: Investigation results under Type of Investigation, Investigation Findings, Investigation ConclusionsH11: Investigation summaryE1: (b)(6) Complaint Investigation Results:Electronic Quality Management System (eQMS) search:A query was run in the eQMS on 25/JUN/2026 against Lot Number 6007934 and Similar Malfunction Codes Steel cannula is found bent upon removal from infusion site, Steel cannula is found bent upon removal from infusion site - Reduced Flow.The review confirmed that Lot6007934 and the identified failure mode are not associated with any Nonconforming reports (NCR)s or Corrective and Preventive Action (CAPA)s of the same or similar nature.Similar Complaints search:A query was run in the eQMS on 25/JUN/2026 against Lot Number criteria equal 6007934 and Similar Malfunction Codes Steel cannula is found bent upon removal from infusion site Steel cannula is found bent upon removal from infusion site - Reduced Flow.The count of complaints is (b)(4). The complaint numbers are: complaint (b)(4) and (b)(4).Device History Record (DHR) Review:The lot 6007934 was manufactured according to the Work Instruction (WI) version 97 and manufactured in the Multivac14, on 28/JUN/2024 with a total of (b)(4) units.Sub-Assembly: WeldingThe lot 4F05205 was manufactured according to the Work Instruction (WI) version 34 and manufactured in the Welder LS06, and LS07, on 27/JUN/2024 with a total of (b)(4) units.The lot 4F05206 was manufactured according to the Work Instruction (WI) version 34 and manufactured in the Welder LS24, and LS25, on 27/JUN/2024 with a total of (b)(4) units.The lot 4F05208 was manufactured according to the Work Instruction (WI) version 34 and manufactured in the Welder LS24, and LS25, on 28/JUN/2024 with a total of (b)(4) units.Sub-Assembly: ConnectorThe lot 4F02905 was manufactured according to the Work Instruction (WI) version 37 and manufactured in the Machine MP03, on 26/JUN/2024 with a total of (b)(4) units.The lot 4F02891 was manufactured according to the Work Instruction (WI) version 37 and manufactured in the Machine MP09, on 27/JUN/2024 with a total of (b)(4) units.The lot 4F02912 was manufactured according to the Work Instruction (WI) version 37 and manufactured in the Machine MP03, on 28/JUN/2024 with a total of (b)(4) units.The lot 4F05204 was manufactured according to the Work Instruction (WI) version 37 and manufactured in the Machine MP03, on 29/JUN/2024 with a total of (b)(4) units.Visual Evidence Review: No photo was provided to support visual confirmation of the reported issue.The Device History Record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code.Conclusion:Unable to perform visual verification; assessment based on available documentation only.CAPA Determination Assessment - Conclusion Summary of Complaint Investigation:Based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per Work Instruction (WI) (Monthly TRIPS and Alerts).Complaint Unconfirmed:Following investigation the reported failure could not be confirmed for this complaint.Based on the available information, this event is deemed to be a reportable malfunction.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number.Reporting Site: 8021545.Manufacturing Site: 3003442380.

Event description:
It was reported that the patient experienced a bent cannula leading to bruise at site on (b)(6) 2025.